Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia confirmed by fingerstick values up to 535 mg/dl while using a teflon 6 mm infusion set on the abdomen, after which the site was changed and relocated; the user later disclosed an overnight supply change prior to onset and blood glucose subsequently trended down to 168 mg/dl. Symptoms included headache. Outcomes included no professional medical intervention, no assistance needed, and resolution with troubleshooting and education. Investigation included customer troubleshooting, site change, confirmation of elevated readings by fingerstick, and follow-up confirmation of improvement. Investigation of this case revealed no device alarms or malfunctions reported and no abnormality observed at the removed site, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.